Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-nov-2017 with the following findings: a review of the black box indicated that the data from the event date was unavailable for review due to continued pump use. The available black box data showed no evidence of power or reset issues. Moisture corrosion was observed in the battery compartment and on the returned battery cap. There was no damage found to the battery compartment. The returned battery cap was found to be undamaged, secured properly to the pump and no power loss was observed. The battery cap contact height and width measurements were found to be within specification. The pump successfully completed the 24 hour duration test without any power or reset issues. A leak test was performed and no leaks were identified. The pump cover was removed and there was no evidence of moisture or damage to the internal components.